Event description:
Orig. Surg 2005. Allegedly painful hip. On examination, stem was loose requiring revision.

Manufacturer narrative:
Investigation is not complete. Event device code is addressed in package insert. Additional info has been requested from the surgeon and user facility. This report will be amended when the investigation is complete. This is the same event as 3003379990-2006-00045, 00046.